Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous left anterior tibial artery. The 3.0x120mm sterling sl balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at 5 atms. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.